Event description:
It was reported that the patient unintentionally navigated to the fill tubing screen after unlocking to make a meal announcement and pressed and held the button, initiating the fill tubing procedure and delivering an estimated 2 units of insulin through the infusion set tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient, analysis of information provided by the user, and education on the proper steps to enter fill tubing. Investigation of this case revealed a usage problem with an improper or incorrect procedure, with no device problem found; the involved component was the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The patient was advised to monitor blood glucose and reported that blood glucose was not affected.